Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision due to pain, decreased range of motion, synovitis, and arthrofibrosis. The surgeon indicated pre-operative x-ray showed possible loosening, however, there was no mention of loosening within the revision operative note. The patella component was not revised. Competitor products were implanted. Unknown cement was used during the primary operation. Doi: (B)(6) 2015. Dor: (B)(6) 2019. Right knee.